Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative visited the site to examine the medtronic imaging system, resulting in the decision to replace the mvs cable interface. After replacing the parts, the representative performed an imaging system check-out and tested areas passed. System performed as intended. Investigation of the returned part confirmed an electrical failure for the cable (broken cable wires). (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A hospital representative reported that while in a spinal fusion procedure, the medtronic imaging system was showing as connected, not ready. The site tried reseating the umbilical and rebooted the system, no change; also attempted to restart the mvs application, no change. Motion and generator had green checks. Mvs was booted up to the patient info screen. Medtronic navigation system showed network cable disconnected to mvs. Medtronic imaging was aborted. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.